Event description:
Nova statstrip glucose meter, pt blood result was high compared to the result from the hospital lab analyzer. The difference was clinically significant and the pt was given insulin based on the meter result. There were no adverse effects for the pt reported. The vial of glucose test strips in use at the time of this report were returned to the MFR for investigation. All strips tested passed the iso 15197:2003 acceptance criteria. A device record review determined that the product met all specifications at product release into finish goods.